Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited undersensing and high out of range pace impedance measurements due to dislodgement. Surgical intervention was taken to explant and replace the lead. No additional adverse patient effects were reported.